Event description:
Dear bd, the undersigned xxxx, born in xxx on xx/xx/xx and residing in xxxxxx, reports that after more than a year of using your products, he has frequently found drops of liquid (the nature of which is currently unknown to us) inside the ¿bd microfine insulin syringes with demi¿ 0.3 x 8mm needle, the same as in the attached photo. We would like to know what the substance is (a lubricant has been hypothesised) and, especially, if it could alter the effectiveness of insulin glargine ¿lantus¿. To date, your syringes with this liquid in them have cautionally not been used, but you will understand that as this has become more and more common, it has been deemed appropriate to ask for clarification on the usability of these syringes. I would also like to take this opportunity to point out that it is not uncommon for the product dosage markings to be engraved on the side of syringes at a lower level (sometimes from 1/2 unit to the whole unit, sometimes even slightly inclined) than the reference margin , so that the specific dosage must be revised in relation to the real margin and not to the engraved markings. We await your kind reply. Yours sincerely -- xxxxx.

Manufacturer narrative:
Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. Embecta was able to duplicate or confirm the indicated issue based on the photo received (indicated failure being a lubrication issue). The root cause is determined to be medical grade silicone that allows the syringe plunger to glide through the syringe barrel. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.